Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a septic patient returned from the operating theater in poor condition on mechanical ventilation. The evita 4 device then used was allegedly on standby, ventilation was not working and the device was supposed to have switched itself off. The patient underwent bronchoscopy and a thick plug was removed. The ventilator was still not working properly and so was replaced. The transport ventilator was no longer on site. The patient was resuscitated and later died of unknown causes. According to information from the customer, the police were already at the hospital and the evita in question was not locked. At the present time, a device failure cannot be excluded. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The information provided, including the logbook, was analyzed for the investigation. Undefinedreview of the log of the reported period, no device malfunction of the evita 4 with serial number (B)(6), produced in december 2005, could be detected. There was also no interruption of the ventilation function on the device side. The device was switched to standby on 25.04.2025 at 8:37 and was then in standby from 08:37 to 10:41. At 10:41 the device was switched from standby to active operation in bipap mode. Ventilation-related alarms (¿tidal volume high¿, ¿airway pressure high¿, ¿mv low¿) were issued immediately. In addition, the alarms ¿tube blocked¿ and ¿leakage¿ are stored several times, which probably indicates a problem with the tube system. According to the customer, it was later confirmed that there was no device malfunction. The device can only be actively switched to standby by the user by confirming with the ¿alarm reset¿ button. This is also confirmed by the logbook. The device alarmed as specified and drew the user's attention to the situation. The device was additionally tested by the dräger technician according to the manufacturer's specifications, without any deviations. The results of the investigation did not reveal any new risks that were not already included in the risk management system.

Event description:
It was reported that a septic patient returned from the operating theater in poor condition on mechanical ventilation. The evita 4 device then used was allegedly on standby, ventilation was not working and the device was supposed to have switched itself off. The patient underwent bronchoscopy and a thick plug was removed. The ventilator was still not working properly and so was replaced. The transport ventilator was no longer on site. The patient was resuscitated and later died of unknown causes. According to information from the customer, the police were already at the hospital and the evita in question was not locked. At the present time, a device failure cannot be excluded. The device has no UDI as an UDI was not required at the time the device was manufactured.